Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one powered handle and one endo gia adapter standard both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned devices. The reported condition for this incident was that the jaws would not close completely. Visually, there were no abnormalities noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 39 autoclave cycles for the handle and 40 autoclave cycles for the adapter. Functional testing of the handle revealed no abnormalities. During functional testing of the adapter, the reload jaws were able to be closed completely. However, a secondary condition was observed as the firing force of the adapter was deemed to be lower than usual. Upon disassembly and reassembly by engineering, the adapter was shown to function properly. No other functional abnormalities were noted with the adapter functional testing of the returned sample confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the low firing output. A secondary condition not related to the reported condition was note. The cause of the initial low firing output could not be reliably determined as the adapter was able to function properly after reassembly, however a potential root cause may have been due to improper cleaning. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, the device only closed half way and did not display any fault indicator. A new device was used. There was no delay, adverse event, or injury reported.